Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 09/18/2019: the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-01663.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the neuron max system include, but are not limited to, hematoma or hemorrhage at the site, vessel spasm, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01663.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the carotid terminus (carotid t) using a neuron max 6f 088 long sheath (neuron max) and a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, after recanalization of the right middle cerebral artery (mca), a mild catheter induced vasospasm was discovered. The physician infused 10 mg of verapamil into the right internal carotid artery (ica). The event was considered resolved as of (B)(6) 2019 with the infusion of verapamil. The vasospasm was adjudicated to be a non-serious adverse event with a definite relationship to the index procedure and possible relationship to the neuron max and jet7.